Event description:
Complainant alleged that during functional testing, the device displayed an "error 1 fail watchdog timer selftest" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that internal inspection of the device observed evidence of fluid ingress, compromising the investigation. The device was deemed unrepairable and was returned unrepaired and labeled not certified for clinical use. No emerging trend based on similar reports.